Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on the information provided and per the physician, the reported single leaflet device attachment resulting in arrhythmia and angina is due to poor visual quality from shadowing from the aorta. Image resolution poor is related to patient and procedural conditions as poor visual quality from shadowing from the aorta was reported. Angina and arrhythmia are known possible complications associated with triclip procedures. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4-5 degenerative tricuspid regurgitation (tr) and thin lateral leaflet for a triclip procedure. A triclip xt was deployed central at the anterior/septal leaflet (a/s). A single leaflet device attachment (slda) occurred after deployment. The clip was detached from the lateral leaflet. A second triclip was implanted at the central posterior/septal leaflet successfully to reduce the tr. A third triclip was introduced to stabilize the slda clip, it was deployed at the mid a/s. After deployment an slda occurred with the third clip. The clip was detached from the septal leaflet. Per the physician, poor visual quality from shadowing from the aorta was a contributing cause of both slda's. The final tr was grade 1. There was no clinically significant delay reported. No additional information was provided. It was reported that on (B)(6) 2025, that the patient returned for a tricuspid valve replacement. The implanted clips were removed from the patient and a new tricuspid valve was implanted successfully. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4-5 degenerative tricuspid regurgitation (tr) and thin lateral leaflet for a triclip procedure. A triclip xt was deployed central at the anterior/septal leaflet (a/s). A single leaflet device attachment (slda) occurred after deployment. The clip was detached from the lateral leaflet. A second triclip was implanted at the central posterior/septal leaflet successfully to reduce the tr. A third triclip was introduced to stabilize the slda clip, it was deployed at the mid a/s. After deployment an slda occurred with the third clip. The clip was detached from the septal leaflet. Per the physician, poor visual quality from shadowing from the aorta was a contributing cause of both slda's. The final tr was grade 1. There was no clinically significant delay reported.